Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain. The patient claimed that the implanted device is inactive. The caller did not have any further details about what the patient meant by inactive. The event date was asked but unknown. There were no patient symptoms reported and no complications reported.